Event description:
It was reported to philips that the device won't turn on. There was no report of patient involvement.

Manufacturer narrative:
It was reported to the philips that the device won't turn on. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the power supply, processor pca and the therapy pca. The customer did not accept the quote. It was determined that this was a malfunction of the power supply, processor pca and the therapy pca. The device remains at the customer site and no further evaluation is warranted at this time.